Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvas support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller showed a "replace backup battery" alarm, although the battery was not due to be replaced. The system controller was exchanged. No further information was provided.

Manufacturer narrative:
Section d10, h3: additional information. Section d4, h4: correction. Manufacturer's investigation conclusions: the reported event of a backup battery fault alarm was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarm was not reproduced during testing. The log file contained approximately 5 days of data (30mar2020 ¿ 03apr2020 per the timestamp). The log file captured backup battery fault alarms due to backup battery load test failures on 03apr2020 from 20:03:42 to 23:11:31, when the controller was powered down after being exchanged. The alarm briefly cleared multiple times when additional load tests were performed; however, the alarm returned each time as the backup battery failed the load test each time. The backup battery failed the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on 03apr2020 at 23:11:16 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. There was an incidental finding of dim pump running leds. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 09nov2017. The heartmate iii patient handbook and heartmate iii instructions for use (IFU) cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate iii IFU explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. The heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.